Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to communicate with a programmer or the patient's smartphone. Attempts to re-establish the bluetooth connection were unsuccessful. There were no patient consequences.

Event description:
New information received states that the patient presented to the hospital for further examination of device. The physician planned to perform fluoroscopy and identify the indwelling device, explant it and reimplant a competitor device. A fluoroscopy was performed on the patient¿s torso and was unable to locate the device. The physician stated that the patient denied having the device explanted. No patient symptoms were reported.